Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided. There is distortion of the image due to being taken of a monitor screen. A company cartridge nozzle and tip are in view. The tip appears to be broken at the top of the parting line. A clear single-piece lens can be observed folded in the tip. A determination for the damage cannot be made from the provide photo. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, surgeon loaded the iol and claims that seated the iol correctly. Based upon inspection under the scope with surgeon, it appears the iol and plunger tip must have traveled through the cartridge tunnel in parallel versus one pushing the other. This increased torque caused the cartridge tip to nearly shear off (stretched and hanging on by a small piece, seen in the underside of the bent cartridge) with the iol curled inside. This did not deliver in the eye this way and a new cartridge and iol were successfully used. Additional information has been received from the surgeon and stated that surgeon loaded the iol and it was seated it as per protocol. The push rod advanced smoothly without resistance. Surgeon placed the cartridge bevel in the wound (not completely into the anterior chamber). As surgeon advance the iol, surgeon suddenly saw just the iol tip anteriorly towards the cornea. Surgeon stop advancing and withdraw the cartridge. The distal most section of the cartridge had sheared open circumferentially on the posterior (ventral) aspect and was at an angle of 90 degrees to the rest of the cartridge. A small bridge of plastic remained anteriorly (dorsally) connecting the main body of the cartridge to the tip. The iol was partly in the proximal cartridge and partly in the tip with the leading edge of the iol already past the end of the cartridge. The surgeon have seen cartridge tips split longitudinally when a high power iol is pushed through a cartridge but never a circumferential split. There was no patient harm reported.

Manufacturer narrative:
Information was provided that a qualified lens, cartridge, and viscoelastic combination was used. The product investigation could not identify a root cause for the reported complaint. Only a photo of the product viewed on a monitor was provided. The cartridge tip appeared broken (still attached) in the photo and the lens was stuck in the tip. Information provided in the initial report description detail the event by a non-healthcare provider: based upon inspection under the scope with him, it appears the iol and plunger tip must have traveled through the cartridge tunnel in parallel versus one pushing the other. This increased torque caused the cartridge tip to nearly shear off (stretched and hanging on by a small piece, seen in the underside of the bent cartridge in the photo) with the iol curled inside. This did not deliver in the eye this way and a new cartridge and iol were successfully used. Follow up response from the surgeon gave account of the delivery which did not include the description of travelling in parallel versus one pushing the other. The temperature of the or during delivery was not provided. Per the IFU: the operating room should be between 18° c (64° f) and 23° c (73° f) and viscoelastic at room temperature (i.e., removed from refrigeration) for 30 to 40 minutes before use. The dwell time of the company lens in the cartridge was also not provided. Per the company lens IFU (instructions for use): follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).